Manufacturer narrative:
Pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Pump received with cracked battery tube thread and cracked case battery tube noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was cracked. The customer¿s blood glucose level was 102 mg/dl. Troubleshooting was performed for damage. Customer was advised to the insulin pump would need to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.